Manufacturer narrative:
The post market surveillance department has requested medical records. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse contacted technical services on (B)(6) 2015 requesting for a replacement machine and reported the patient was in the hospital. The patient's spouse stated that she thought the admission was due to the cycler as the doctor told her that her husband's blood was very clean. Follow-up was made with the pd patient's clinic registered nurse (rn). Who confirmed the patient's hospitalization was unrelated to peritoneal dialysis treatments or the patient's cycler. Per the pdrn the patient's wife had contacted technical services to request for a replacement cycler due to issues unrelated to the hospitalization event, and the patient wanted a replacement cycler to be available when the patient was discharged from the hospital. Per pdrn the patient had preexisting health conditions and was admitted to the hospital on (B)(6) 2015 due to pneumonia and exacerbation of congestive heart failure. Per pdrn the patient was currently still hospitalized. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.